Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient rec'd two scs leads with the same lot number. It was reported during the patient's ((B)(6)) long term trial, the patient developed fibrous tissue around the leads which results in high impedances and ineffective stimulation. Surgical intervention will take place to address the issue.